Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, manual transmissions were unable to be sent from the device. The patient was brought into the clinic and was still unable to send transmissions using multiple mobile transmitters. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Customer complaint of a bluetooth (ble) interrogation issue was not confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical stress test were performed and no anomaly was observed. The ble connectivity was normal throughout testing and no interrogation anomalies were revealed. Additionally, longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.